Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, the investigation report is incomplete at this time. A follow-up report will be submitted when investigation is completed.

Event description:
The event is reported as: a pin hole in the package was found during incoming inspection. No injuries reported.